Event description:
(B)(4).

Manufacturer narrative:
The ventilator's logs have been downloaded. A request has been made for the return of the replaced parts for investigation. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).